Manufacturer narrative:
As received, a partial lead (only the distal portion) was returned in one piece. Visual inspection of the lead revealed external abrasion breaching the outer insulation at the proximal region. The cause of the reported events was due to insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.